Event description:
It was reported that post-sensed t-wave oversensing via (B)(6) was detected on the ventricular lead when pacing. The patient did not receive unanticipated therapy. Oversensing was noted on a stored nsln egm. The device was reprogrammed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.